Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that all geometry movements were unavailable. Upon performing visual inspection, fse found that geometry movement had problem. To resolve the issue fse replaced the longitudinal potmeter. Fse performed the adjustment and the function test. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were partly available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.